Manufacturer narrative:
The insulin pump passed all of the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump had normal operating currents and no unexpected low battery alarm was noted. The insulin pump had a loud motor noise during the rewind due to a faulty motor. No air bubbles were noted during testing. No unexpected noise occurred during testing. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube window, a broken belt clip slot, a scratched keypad overlay and cracked battery tube threads.

Event description:
It was reported that the customer was hospitalized due to a diabetic ketoacidosis. Her blood glucose level at the time of hospitalization was 500 mg/dl. The customer was placed on insulin drip and was given manual injections. She was wearing her insulin pump at the time of hospitalization. While rewinding, the insulin pump made a horrible sound. The customer also reported a crack on the reservoir window and battery issues. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.